Event description:
According to the information received, during the three procedures, it was verified through the camera monitor, that the coagulation, besides not being very effective, occurred in an area of the clamp where it should not have occurred. It is coagulating behind the axis of the angled part burning tissues that are not intended. The same instrument was used in all three procedures. No adverse consequences on the patients reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
He investigation of the product was completed on 03-jul-2025. The investigation revealed that the insulation in the jaw area of the forceps was damaged and that there was also a bare spot on the pull rod. This can lead to contact between the current flow and tissue/fluid, as described by the customer. According to the instructions for use, the forceps must be checked for damage after each use. Since the user experienced the same problem with the same item on three occasions, it can be assumed that this was not checked properly. A user error can therefore be concluded. The event is filed under internal karl storz complaint ID: (B)(4).